Manufacturer narrative:
Per the customer, zoll did not need to perform service on the thermogard console and the biomed placed it back into use. Therefore, the console in the complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
It was reported that the thermogard xp ivtm console (s/n (B)(4)) displayed a tcmid: 06 (ce post failure) error message. It is unknown if this occurred during patient therapy. No report of patient involvement. No additional information provided.